Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after changing infusion supplies, the ilet pump displayed restart alert 38 indicating a motor stall, and the user had performed multiple restarts; removing the cartridge and tubing followed by a device restart cleared the alert, and the user was advised to replace the infusion set and cartridge (inset 23 inch, 6 mm). Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not impacted. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor, with mechanical issues identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.